Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) patient (gender unspecified). Who received treatment with synvisc one and later had suspicion of injection site septic arthritis and injection site inflammation. No medical history, past drugs, concomitant medications and concurrent conditions were reported. It was reported that the patient used to practice sport and previously received a treatment with a visco supplementation nos. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 1 dosage form once (indication, batch/lot number and expiration date: not provided). On (B)(6) 2015, 10 days after starting treatment with synvisc one, when the practice of sport was re-introduced, the patient presented with an important injection site inflammatory reaction. The patient was hospitalized because of a suspicion of septic arthritis. At the date of the contact it was not reported if this suspicion was founded. It was reported that the patient recovered within an unspecified timeframe. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers,and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: not reported for both events. Outcome: recovered/ resolved for both events. Seriousness criteria: hospitalization or prolongation for suspicion of injection site septic arthritis (B)(4) imputability: (B)(4) for suspicion of injection site septic arthritis; (B)(4) for injection site inflammation. Additional information was received on (B)(6) 2015. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow up dated (B)(6) 2015: the follow up information received, does not change the previous assessment of the case. (B)(4) company comment dated (B)(6) 2015: this initial case concerns a (B)(6) patient who received treatment with synvisc one and later is suspected to have experienced septic arthritis. Due to close proximal temporal gap the causal role of suspect cannot be excluded in occurence of the event. Since patient experienced event at site of injection the causal role of suspect product cannot be denied. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
(B)(4). This unsolicited device case from (B)(6) was received on 08-dec-2015 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and experienced chondrocalcinosis. Medical history of the patient included hodgkin's disease (treated with radiotherapy), left sub maxillary lymphoma in 2000 and degenerative bilateral knee arthritis diagnosed in (B)(6) 2011. It was reported that the patient used to practice sport and previously received a treatment with a visco supplementation not otherwise specified (nos). Past drug of the patient included treatment with synvisc one (6ml) for femoral patellar chondropathy. It was reported that no adverse clinical event was observed and then on unspecified dates, the patient received 2 further injections. The tolerance after these injections was not reported. The patient had received no concomitant treatment. On (B)(6) 2015, the patient received treatment with fourth intra-articular synvisc one injection at a dose of 6 ml, once (batch/lot number: (B)(4) and expiration date: not provided) for femoral patellar chondropathy. It was reported that no previous puncture was performed, the needle used was green, synvisc one was at room temperature and route of injection was anterior, femoro tibial. On (B)(6) 2015, 1 day after receiving treatments with synvisc one, the patient presented with an injection site reaction in the joint of the right knee: hydrarthrosis/effusion of the right knee, effusion and pain associated with fever at 38.2 degree celsius (normal range: not provided). On (B)(6) 2015, patient's blood analysis showed that c - reactive protein was increased at 114 mg/dl and leucocytes were at 7.6 g/dl (normal range: not provided). After the rheumatologist decision, the patient was hospitalized. On (B)(6) 2015, a puncture was performed and the liquid was blurred, puriform, sterile, and contained 68000 nuclear cells/mm3, 27000 red cells/mm3 and rare crystals of pyrophosphates. Therefore the previously reported of suspicion of septic arthritis was withdrawn. The patient received a corrective treatment with colchicine then with a nonsteroidal anti-inflammatory drug nos. Further reported, no antibiotic treatment had been introduced and there was no more fever. During the hospitalization, the patient stared improved. On (B)(6) 2015, the patient was recovered and the final diagnosis was an episode of chondrocalcinosis after an injection of synvisc one. Corrective treatment: colchicine, non-steroidal anti-inflammatory drug nos, injection site puncture outcome: recovered/ resolved. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for chondrocalcinosis french imputability: c1s2b1 for chondrocalcinosis, c1s1b3 for injection site pain, c1s2b3 for injection site effusion/ hydrarthrosis, c1s2b3 for fever additional information was received on 18-dec-2015. Ptc results were added and the text was amended accordingly. Follow up was received on 23-dec-2015. No new information was received. Additional information was received on 03-may-2016 from a physician. Patient's demographics (gender, weight and height) were added. Medical history and past drugs of the patient was added. Start date and stop date of suspect product were updated from (B)(6) 2015. Dose, indication and batch/lot number of suspect product was added. Previously reported events of suspicion of injection site septic arthritis and injection site inflammation were deleted. Additional event of chondrocalcinosis was added with details. Symptoms of injection site pain, injection site effusion/ hydrarthrosis, fever and crp increased at 114 mg/l were added for the event of chondrocalcinosis. Laboratory data added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 3-may-2016: this case concerns a patient who received synvisc one injection and later was hospitalized for chondrocalcinosis. Based upon the clinical course of the patient it can be concluded that the product played a role in the causation of the events. However, further information regarding the medical history, underlying condition, concomitant medications details and other risk factors precludes the complete medical case assessment.

Event description:
(B)(4)). This unsolicited device case from (B)(6) was received on 08-dec-2015 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and experienced chondrocalcinosis. Medical history of the patient included hodgkin's disease (treated with radiotherapy), left sub maxillary lymphoma in 2000 and degenerative bilateral knee arthritis diagnosed in (B)(6)-2011. It was reported that the patient used to practice sport and previously received a treatment with a visco supplementation not otherwise specified (nos). Past drug of the patient included treatment with synvisc one (6ml) for femoral patellar chondropathy. It was reported that no adverse clinical event was observed and then on unspecified dates, the patient received 2 further injections. The tolerance after these injections was not reported. The patient had received no concomitant treatment. On (B)(6) 2015, the patient received treatment with fourth intra-articular synvisc one injection at a dose of 6 ml, once (batch/lot number: (B)(4) and expiration date: aug-2017) for femoral patellar chondropathy. It was reported that no previous puncture was performed, the needle used was green, synvisc one was at room temperature and route of injection was anterior, femoro tibial. On (B)(6) 2015, 1 day after receiving treatments with synvisc one, the patient presented with an injection site reaction in the joint of the right knee: hydrarthrosis/effusion of the right knee, effusion and pain associated with fever at 38.2 degree celsius (normal range: not provided). On (B)(6) 2015, patient's blood analysis showed that c - reactive protein was increased at 114 mg/dl and leucocytes were at 7.6 g/dl (normal range: not provided). After the rheumatologist decision, the patient was hospitalized. On (B)(6) 2015, a puncture was performed and the liquid was blurred, puriform, sterile, and contained 68000 nuclear cells/mm3, 27000 red cells/mm3 and rare crystals of pyrophosphates. Therefore the previously reported of suspicion of septic arthritis was withdrawn. The patient received a corrective treatment with colchicine then with a nonsteroidal anti-inflammatory drug nos. Further reported, no antibiotic treatment had been introduced and there was no more fever. During the hospitalization, the patient stared improved. On (B)(6) 2015, the patient was recovered and the final diagnosis was an episode of chondrocalcinosis after an injection of synvisc one. Corrective treatment: colchicine, non steroidal anti-inflammatory drug nos, injection site puncture. Outcome: recovered/ resolved. (B)(4). The production and quality control documentation for lot # 4rsf006z expiration date (08/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsf006z no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for chondrocalcinosis french imputability: c1s2b1 for chondrocalcinosis, c1s1b3 for injection site pain, c1s2b3 for injection site effusion/ hydrarthrosis, c1s2b3 for fever. Additional information was received on 18-dec-2015. Ptc results were added and the text was amended accordingly. Follow up was received on 23-dec-2015. No new information was received. Additional information was received on 03-may-2016 from a physician. Patient's demographics (gender, weight and height) were added. Medical history and past drugs of the patient was added. Start date and stop date of suspect product were updated from (B)(6) 2015. Dose, indication and batch/lot number of suspect product was added. Previously reported events of suspicion of injection site septic arthritis and injection site inflammation were deleted. Additional event of chondrocalcinosis was added with details. Symptoms of injection site pain, injection site effusion/ hydrarthrosis, fever and crp increased at 114 mg/l were added for the event of chondrocalcinosis. Laboratory data added. Clinical course updated. Text was amended accordingly. Additional information was received on 12-may-2016. Suspect product expiration date was added and updated ptc results were added. Pharmacovigilance comment: sanofi follow up company comment dated 12-may-2016. Follow up information does not change the previous case medical assessment. Sanofi follow up company comment dated 3-may-2016: this case concerns a patient who received synvisc one injection and later was hospitalized for chondrocalcinosis. Based upon the clinical course of the patient it can be concluded that the product played a role in the causation of the events. However, further information regarding the medical history, underlying condition, concomitant medications details and other risk factors precludes the complete medical case assessment.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on 08-dec-2015 from a physician. This case concerns a (B)(6) patient (gender unspecified) who received treatment with synvisc one and later had suspicion of injection site septic arthritis and injection site inflammation. No medical history, past drugs, concomitant medications and concurrent conditions were reported. It was reported that the patient used to practice sport and previously received a treatment with a visco supplementation nos. On (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection at a dose of 1 dosage form once (indication, batch/lot number and expiration date: not provided). On (B)(6)-2015, 10 days after starting treatment with synvisc one, when the practice of sport was re-introduced, the patient presented with an important injection site inflammatory reaction. The patient was hospitalized because of a suspicion of septic arthritis. At the date of the contact it was not reported if this suspicion was founded. It was reported that the patient recovered within an unspecified timeframe. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Corrective treatment: not reported for both events. Outcome: recovered/ resolved for both events. Seriousness criteria: hospitalization or prolongation for suspicion of injection site septic arthritis. (B)(4): suspicion of injection site septic arthritis; injection site inflammation. Pharmacovigilance comment: sanofi company comment dated 11-dec-2015: this initial case concerns a (B)(6) patient who received treatment with synvisc one and later is suspected to have experienced septic arthritis. Due to close proximal temporal gap the causal role of suspect cannot be excluded in occurence of the event. Since patient experienced event at site of injection the causal role of suspect product cannot be denied. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.